Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old male patient presenting with post cardiotomy cardiogenic shock. The impella cp was chosen for support, inserted, and initiated without any reported issues. The device was used until planned removal, however, the patient exhibited limb ischemia. A dissection and thrombus was found at the access site. The impella's pigtail was alleged to have caused or contributed to these injuries, and may have occurred when removing the device. Intervention in the form of "emergency evt" and stent placement was administered.